Event description:
It was reported that during an unk procedure, malformed staples were found and hand sewing was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/11/2008. Info anticipated, but unavailable at this time.